Event description:
It was reported by service report that the bed had no functions from the side rails or footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusion: part placed on order.